Manufacturer narrative:
One device was returned for analysis. Visual inspection found a detached (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a latch lock sensor. The downstream occlusion seal and latch lock sensor were replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned because, when the cassette was being loaded, a message appeared stating that the message couldn't started, and cassette needed to be fully inserted appeared. Upon physical inspection, a detached downstream occlusion seal (dso)was found. There was no patient involvement, no patient injury was reported.